Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to poor lead measurements, dislodgement and helix mechanism issues. The ra lead was repositioned many times but the lead measurement were not satisfactory and the lead became dislodged during placement. Another ra lead was successfully implanted. No adverse patient effects were reported.